Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to the following: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Device testing and inspection also found: the customer¿s complaint (the connecting tube was discolored, leakage from the bending section cover, reduced angulation) was confirmed. The connecting tube was discolored due to chemical stress, mishandling caused a cut in the bending section cover where the leakage occurred, reduced angulation was caused due to wear of the angle wire and the bending angle in the left/right and up/down direction do not meet the standard value. In addition, testing and inspection found the following: the light guide lens is dirty due to insufficient cleaning, the connector cover has a dent due to mishandling, the connector cover is dirty due to insufficient cleaning, deterioration on the caused the adhesive on the bending section cover is detached, due to mishandling the connecting tube has a scratch, the connecting tube has a wrinkle due to chemical stress, insufficient cleaning caused the connecting tube to be dirty, due to physical stress the forceps channel port is shaved, he grip is dirty and scratched due to customer handling, the scope cover is dirty due to insufficient cleaning, the suction cylinder was scraped with a cleaning brush, the right/left and up/down knob is dirty due to insufficient cleaning, the switch 1 had a scratch due to physical stress, damage or deformation due to physical stress caused a dent on the switch box, the universal cord is sticky due to humidity, damage or deformation due to physical stress the video connector case has a scratch, due to wear of angle wire, the play of up/down and right/left knob is out of the standard value. Due to deformation of nozzle, water removal ability does not meet the standard value. Because s-cylinder is shaved, suction volume does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they observed the following: the connecting tube was discolored, leakage from the bending section cover, reduced angulation, and a blurry image. There were no reports of patient harm associated with this event. This report is being submitted for the blurry image.